Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Intraprocedural or post-procedural images were not provided for review; therefore, the reported event cannot be confirmed. The instructions for use identifies stent thrombosis as a potential complication associated with use of the device. This device was used during the same procedure as the devices referenced in MFR. Reports # 2032493-2020-00334 and 2032493-2020-00329.

Event description:
It was reported that coil embolization was performed to treat a ruptured pcom, an acom aneurysm, and an anterior choroidal artery aneurysm. Lvis stents were implanted in the acom and the pcom. During deployment of the coil in the pcom, the surgeon had difficulty detaching the coil, and it stretched during the attempted removal. The internal carotid artery (ica) became occluded and thrombus developed in the lvis stents. The ica occlusion and in-stent thromboses were treated with thrombolytic medication. There was no suspected device malfunction. The patient was reported to be in a coma at the time of this event notification. It is unknown if the device was related to the patient's current condition.